Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history record review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified but not reproduced during evaluation. The reported symptom 'downstream occlusion' was verified through a review of the event history log by the presence of ¿downstream occlusion!¿ alarms. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. The device was found in specification and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.